Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation. The patient fell down the stairs on (B)(6) 2013 while moving and since then was having accident after accident. The patient was having increased accidents since the fall. The patient was on program 1 at 1.4 and did see the lightning bolt. The patient talked to her doctor ¿a couple of weeks ago¿ but was told he could not do anything until she first saw the manufacturer representative. The patient was supposed to see the representative on the day of the report, but she had the flu. The patient also stated that the representative could ¿do it over the phone¿ but could not be reached. The patient stated that when she saw the doctor, he did not think the device looked ¿ok.¿ the doctor felt around the device and it was sore. The doctor had an x-ray done on the patient¿s hip but did not say anything about the device. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# va0a1yk, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).